Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 72.0, 124.0, 124.5 and 125.5 cm from the proximal end. The embolization coil was intact with the pusher assembly. Offset coil winds were present on the proximal end of the embolization coil. Dried blood was observed on the distal end of the embolization coil. The smart coil was advanced through its introducer sheath. Conclusions: evaluation of the returned smart coil revealed offset coil winds and pusher assembly kinks. If the introducer sheath is not aligned properly within the hub of a parent device, resistance may be experienced during advancement. If the smart coil is mishandled while forcefully advancing against resistance, damage such as offset coil winds and pusher assembly kinks may occur. During functional testing, the smart coil was advanced out of its introducer sheath with resistance while advancing pusher assembly through the introducer sheath due to the kinks. Subsequently, while attempting to advance the smart coil through a demonstration microcatheter, resistance was experienced due to the offset coil winds and the coil could not advance any further. Further evaluation revealed an additional pusher assembly kink. This kink was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician placed a non-penumbra stent and six non-penumbra coils in the target vessel using a non-penumbra microcatheter. While attempting to insert a smart coil into the microcatheter, the physician experienced resistance and the smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using three additional smart coils, another coil and, the same microcatheter. There was no report of an adverse effect to the patient.